Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) unit has a device leak. There was no patient injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. It was determined that the hoses in the inner line of the device showed wear and therefore leaks. Blood was seen inside the polyurethane tube and blood detection tube. The safety disk and the 5000 hr pm kit had expired. The fse recommended that the safety disk, clear polyurethane tubing, blood detect tubing, 5000 hr preventive maintenance kit, and luer be replaced. At this time, the customer has not requested for getinge to repair the iabp. The customer has reportedly had the unit repaired and cleaned by another company. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during routine check , the cs100 intra-aortic balloon pump (iabp) unit has a device leak. There was no patient involvement.